Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the jaw were damaged. The insulation and seal plate had detached form the jaws and was hanging by the wire. It was reported that the teflon was detached from the clamps and the sheath had only came off by a vice. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur during insertion and extraction from a trocar instrument or a drop. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: use the appropriately sized trocar to allow for easy insertion and extraction of the instrument. Carefully insert and withdraw the I nstrument through the cannula to avoid damage to the device and/or injury to the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1, (sn #unknown). H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the jaws of the device disconnected from the insulation and seal plate. It was reported that the insulation was damaged and a component disengaged. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopy cystectomy procedure, after three hours of intervention, the teflon was detached from the clamps. The sheath had only came off by a vice. No piece fell into patient's cavity, no x-ray was performed, and no additional medical procedure was needed to remove the piece from the patient. Photo was submitted showing insulation detached from the jaw. Device was connected to the generator with software version 4.04. Replaced with another device and it worked fine. There was no patient injury.